Event description:
It was reported that the pt states, she has had tremendous back pain and various other complications since the implant. Within one week of the implant, she developed a hematoma that required additional surgery and heavy dose of antibiotics. She has a rash around the incision site that periodically flares up and itches profusely. The pt has had intensive back pain since the implant surgery. She states that she has been on narcotic pain medications since the surgery and is not being treated by a pain mgmt specialist. She will be contacted by her surgeon when test results are received.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.